Manufacturer narrative:
Continuation of d10: product ID: hh9020tdd, serial# (B)(6), product type product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported they were having a lot of difficulties with their handset. The patient stated it takes anywhere between 20-40 minutes to get a bolus, used to be 5-10mins. The patient also stated sometimes the controller freezes up on the connecting screen and sometimes the computer part of it won't turn on even though it's fully charged. The patient confirmed they are not seeing any specific messages. The agent reviewed considerations for connecting tothe pump and the patient mentioned they are programmed for 6 boluses per day. The patient also mentioned that they have to charge the handset much more often than previously. The patient would only need to charge the handset every few days but now needs to recharge the handset about every 35 hours. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the handset and pull handset logs. No patient injury reported.